Manufacturer narrative:
Corrected data: "reportedly, the lens remains implanted." Should be corrected to "the lens was exchanged and the problem was resolved." In the initial MDR. Patient code: 3191- secondary surgical intervention, exchange.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -18.0/+4.0/088 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. The surgeon reports refractive surprise and refractive change over time. Reportedly, the lens remains implanted.